Event description:
A customer contacted beckman coulter regarding erroneously low platelet (plt) results from three (3) different patients that were generated by the coulter lh 750 instrument. The plt result from patient a was 51 x 10 to the third power cells/micro liter. The plt result from patient b was 81 x 10 to the third power cells/micro liter. The pt result from patient c was 59 x 10 to the third power cells/micro liter. The customer re-tested the patients (a and b) original samples for plt on another instrument in their lab. Data for patient c on this instrument was not provided by the account. The plt result from patient a was 49 x 10 to the third power cells/micro liter. The plt result from patient b was 77 x 10 to the third power cells/micro liter. The customer then performed a manual slide review for plt. The plt result for patient a was 200-205. The plt result for patient b was approximately 180. The plt result for patient c was 120-140. No additional event information was provided. The customer indicated that there was no change in patients treatment that can be attributed to or connected with this event.